Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports the nurse received a dirty needle stick. The nurse reached in his/her pocket and received a needle stick asd the safety shield had not been fully advanced. The customer reports that the nurse was distracted and does not recall if the safety shield had been fully activated following use.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.